Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles in their tubing and reservoir. Customer stated they changed the insulin to reduce the air bubbles, but the air bubble anomaly persisted. The customer's blood glucose was 19 mmol/l at the time of incident. The customer also reported the air bubbles were large in size. Customer also reported the insulin pump was not rewound with the reservoir in place. It was also found the air bubbles persisted after a set change. The customer agreed to return the insulin pump for analysis.